Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for post laminectomy pain. It was reported that the patient saw the end of service (eos) screen and the device was no longer providing therapy. It was recommended that the patient follow-up with a healthcare professional to schedule replacement surgery. No symptoms were reported. Additional information was received from the consumer on (B)(6) 2017 requesting help because their stimulator stopped working. The patient called their health care professional (hcp) like the manufacturer had directed but had not heard back from the hcp. The patient requested that a certain manufacturer representative be contacted for them as that manufacturer representative had told the patient a few months ago that they were near to the time that the battery would be changed. It was stated that "of course it was the wrong time always." The patient also had a question regarding their patient programmer and if they could keep the same patient programmer when they got the new ins. Information was sent to the patient about how to request a manufacturer representative meeting. Additional information was received from the patient on (B)(6) 2017. The patient stated that their battery died in (B)(6) and they are having problems. Their insurance company gave them the okay to have the battery replaced so the patient was requesting a list of physicians who could perform the replacement. Additional information was received from the patient on (B)(6) 2017. The patient was frustrated that they could not find a physician from the list sent to them so they were sent an updated listings of "implanting" physicians. No further complications were reported/are anticipated.

Manufacturer narrative:
Event is now only reportable for adverse event/serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Hold for jewel 11/14/17

Manufacturer narrative:
Device (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the end-of-service (eos) / dead battery was due to normal battery depletion. The patient stated the battery died on (B)(6) 2017. No further complications were reported.